Manufacturer narrative:
Investigation summary: bd received three photos for investigation, and clotting was observed. A total of 100 retained samples were visually inspected, with no abnormalities found. Complaints for sample quality are under statistical control for the month of january 2025. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: sample quality-clotting. Further clinical testing could not be conducted as bd clinical laboratories are currently unable to test for high sensitivity troponin t. This complaint is unable to be confirmed with respect to erroneous results-hs troponin t. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported after using bd vacutainer® lh pst¿ ii plus blood collection tubes 1 sample exhibited clotting and resulted in erroneous troponin results. Re-sampling occurred and no adverse impact was reported regarding the patient or user.

Event description:
It was reported after using bd vacutainer® lh pst¿ ii plus blood collection tubes 1 sample exhibited clotting and resulted in erroneous troponin results. Re-sampling occurred and no adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.